Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. No intervention was reported. Patient condition was unknown.

Manufacturer narrative:
Additional information requested but not received.

Event description:
New information noted that programming changes were made. There were no patient consequences noted.